Event description:
The stent failed to deploy. It was noticed by the account that the back tuohy was popped out. It was the techs first time prepping the device. There was no patient injury reported.

Manufacturer narrative:
The lot historyu records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The returned sample was evaluated. The safety clip was missing upon receipt of the sample. The trigger mechanism had been pulled back to the limit stop position. The oval handle was clipped out of the performaxx grip, proximally and protruded from the grip 70 mm. The guiding tube was slightly bent at the oval handle. The stent was released and enclosed. The inner catheter protuded 85 mm from the distal tip. It can be confirmed that the system was clipped out of the clipped out of the grip proximally upon receipt of the complaint sample. It can, however, not be determined where and when this had happened. The detachment of the proximal luer adapter from the performaxx grip may have been caused by the exertion of inappropriate, excessive force during the flushing procedure. Connecting or disconnecting a syringe with a male luer lock may lead to a leverage effect that levers the blue winged adapter out on one side and pulls it from the holding dripper. After this kind of accidental detachment, the stent must not be released using the trigger mechanism (as described in the IFU). Any effort to clip the adapter back into the performaxx grip may lead to the premature release of the stent. The exact cause of the complaint could not be determined.